Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the company representative (rep) that she lost stimulation on a lead (right side). During (B)(6) 2015 the patient felt a shock violent which prevented the patient. Troubleshooting was performed, the impedance was normal but the patient felt electricity around the implantable neurostimulator (ins). The issue was identified by the surgeon decided to "prescrive" a "scopy." The patient will have a radiography. The doctor thought he would replace all the system. The issue was not resolved at the time of this report. The patient doesn't know if she wants to have the surgical intervention, she was undecided, but was probably yes to having the surgical intervention. If additional information is received, a follow up report will be sent.